Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units wheels replaced.

Event description:
It was reported that, during a routine check the cs100 intra-aortic balloon pump (iabp) units wheels replaced. There was no patient involvement.

Event description:
N/a

Event description:
It was reported that, during a routine check the cs100 intra-aortic balloon pump (iabp) unit wheels are damaged by wear. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) checked and found that iabp had wheels damaged by wear. The customer is using the unit without the repair completed. Additional information was requested with regard to the repair and status of the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair not performed by getinge.